Event description:
Pt visited dr's office for chemotherapy. The catheter was not working properly with swelling noted at insertion site when flushing. Pt sent to radiology and x-ray revealed that the catheter was fractured in 2 places, proximal and distal. The proximal end was removed in the dr's office and the distal end was removed by the radiologist. Pt had chemotherapy 3 wks prior to this event with no problems.